Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/07/2020. Investigation conclusion one 72023e sample was received for investigation with residual fluid in the line; no packaging was received with the sample and the lot number could not be determined in this instance. A visual inspection identified a small crack located at the frontal lower section of the accuslide component. Leakage was confirmed from the damaged component during flushing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations performed by the manufacturing site have identified that this type of fracture is most likely caused by material fatigue, which can occur if the accuslide is subjected to repeated loading and unloading; however in this instance without the pump in clinical use at the time of the incident it was not possible to confirm the exact root cause for the cracking. Please note, all accuslide components are 100% leak tested prior to being assembled in the infusion set. A lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, it was not possible to confirm the root cause of the reported issue; however it is unlikely that a manufacturing defect resulted in the observed damage. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the accuslide component in the past 12 months.

Event description:
It was reported that se w/cv & 2 vlv ports 20 drp was cracked. The following information was provided by the initial reporter: the reported feedback suggests that there is a cracked alaris se IV line.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that se w/cv & 2 vlv ports 20 drp was cracked. The following information was provided by the initial reporter: the reported feedback suggests that there is a cracked alaris se IV line.